Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that during a routine doctor visit, she mentioned the patient's skin reaction and was suggested the use of benadryl spray. At the time of contact, the patient was recovered. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined.